Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized due to high blood glucose on july 29, 2021 with blood glucose level was 27 mmol/l. Customer stated they changed set several times but insulin flow keep reoccurring. It was unknown if auto mode feature was in use at the time of the high blood glucose event. Insulin pump will be returned

Manufacturer narrative:
On (B)(6) 2021 the customer alleged was hospitalized for high bgs, insulin flow blocked alarm and constantly change sensor alarms. The test p-cap locks properly in place in the reservoir compartment noted. Device receive with pillowing keypad overlay, serial number label fading and cracked select button keypad overlay during the visual inspection. The test guardian link with the watertight tester communicates properly to the insulin pump noted. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review in the device history found one insulin flow blocked alarm (fault number = no delivery (7)) in the event date of (B)(6) 2021 and time of 10:42:18 during a bolus delivery and change sensor alert (789) at 11:29:35. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.5 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. In summary, insulin pump passed all required testing. No unexpected insulin flow blocked alarm and change sensor alert during testing. The force sensor is within specification and the motor functioning properly. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.